Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that additional side port aspiration along with a dye study were attempted. The residual volume at last check was normal. On (B)(6) 2016, greater-than 1 cc of cerebrospinal fluid (csf) was aspirated and dye was injected into the intrathecal space with normal dye distribution. The catheter was then primed. The patient experienced irritability around 3 am regularly.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 633.5 mcg/day. The lot number was unknown. The indications for use were intractable spasticity and head/brain injury. The patient had some increase in tone over the last few months (as of (B)(6) 2016). They denied acute withdrawal symptoms, but experienced some increase in muscle tightness. At the last refill, the hcp reported approximately 8 ml remaining in the pump and expected 3 ml. A side port aspiration was planned and performed on (B)(6) 2016. They were unable to aspirate the catheter. The medical team decided to revise/replace the catheter at this time and planned to do it on (B)(6) 2016. The pump was 20 months to eri (electronic replacement indicator) and would be replaced at this time as well (since they would likely open that pocket anyway). The issue was not resolved at the time of this report. The patient¿s status was ¿alive ¿ no injury¿ at the time of this report. The patient¿s medical history included cerebral palsy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated no revision occurred. The healthcare provider (hcp) was currently exploring other causes of the patient's symptoms. The issue was not considered to be attributed to pump or catheter at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.